Manufacturer narrative:
Data logs confirmed the complaint. The product was not returned for review. The cause of device in wrong position was most likely use related since the clinical team confirmed impella got pulled on possibly by patient who is sundowning. The device passed all post sterile inspection checks.

Event description:
It was reported that a patient implanted with an impella cp accidentally pulled the pump out of the ventricle, and experienced hemolysis. Later, the patient was successfully weaned from the pump and survived.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.